Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision/glare, clinical reason being mechanical complication of iol. The iol was explanted and exchanged for an unknown lens following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision/glare, clinical reason being mechanical complication of iol. The iol was explanted and exchanged for an unknown atiol following the initial implant procedure. Additional information received and reported that the iol was exchanged for the same lens model but half a diopter less power indicating the correct lens power was not implanted initially. There was no reported defect or fault with the iol.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).